Manufacturer narrative:
Analysis of echo imaging by expert consultant had the following echo imaging impression: echo imaging impression: iotee presumably immediately after implantation of a 31 mm mitral pericardial valve bioprosthesis reveals abnormal leaflet appearance suggestive of suture loop, and severe central mr.

Manufacturer narrative:
R&d functional testing did not show an amount of regurgitation that would be associated with ¿a significant central leak¿ during in vitro testing, it confirmed that leaflet creasing consistent with suture looping was present. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over the one of the commissural posts. This is not a result of product malfunction. Based on the returned valve and provided echo, the customer experience resulted from suture looping occurring due to user error. Applicable statements from IFU: 1- minimize the potential for suture looping, it is essential the deployed holder in place until all knots are tied. 2- if the deployed holder attachment threads are cut before all the sutures adjacent to the struts are tied down, the holder will no longer minimize the potential for suture looping. 3- caution: exercise care when lowering and seating the bioprosthesis into the annulus. Avoid looping or catching a suture around the open cages, free struts or commissure support of the bioprosthesis, which would interfere with proper valvular function. To minimize the potential for suture looping, it is essential to avoid excessive lateral forces to the tricentrix holder and leave the deployed holder in place until all knots are tied. Added result and conclusion codes.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI number: (B)(4). Device evaluation: x-ray demonstrated wireform intact. Horizontal creases were observed on cusps of all three leaflets. An indentation was observed on the free margin of leaflet 1 near commissure 2. Suture track-like indentations were also observed on the free margins of leaflets 2 and 3 near commissure 3; indicating that a suture may have looped around commissure 3. Sewing ring was cut around commissure 1 on the inflow aspect and suture holes were visible around the sewing ring. The device was returned to edwards for evaluation. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted as new information is received. Further analysis/evaluation is currently in process. Customer report of "central regurgitation and leaflets did not coapt properly" was confirmed through observed suture loop. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. In this details surrounding the death are unknown. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 31mm mitral pericardial valve was explanted at implant due to "defective" valve with central regurgitation and leaflets did not coapt properly. Patient presented to the hospital with complete heart block so permanent pacemaker was placed then the patient underwent mitral valve replacement procedure. Initially the surgeon had tried performing mitral valve repair with a ring; however, was not satisfied with results so the ring was explanted and then 31mm valve implanted. The 31mm mitral valve was implanted and then explanted as tee showed significant central leak. The valve leaflets did not coapt properly. Upon examination, there was no obvious deformity. However was one of the leaflets was not coapting properly leading to the central regurgitation. The explanted device was replaced with a 31mm medtronic mosaic valve. Tee revealed no evidence of leak. Patient was placed on veno arterial ECMO. The patient also underwent coronary artery bypass grafting x 3 during the procedure. The patient was transferred to the ICU in critical condition. Patient expired.